Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was returned for analysis after being exchanged due to a sustained low flow alarm. The system controller returned for analysis in unremarkable physical condition. The system controller passed all functional testing and was able to operate a mock circulatory loop for an extended period of time without issue or alarm. Log files were reviewed and there was no indication in the data reviewed of an issue with the system controller. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to identify and resolve alarms that sound from their system controller. The heartmate 3 instructions for use (IFU) section 7 ¿alarms and troubleshooting" instructs users on how to resolve controller clock not set alarms by syncing the system controller¿s clock via the system monitor. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients system controller was exchanged by intensive care unit (ICU) staff. The patient's flow dropped to 0 resulting in the system controller exchange. The patient was reported to be asymptomatic during the event. Exchanging the system controller was noted to have resolved the 0 flow event, though the cause of the low flow alarms was not determined.